Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dualwave arthroscopy pump inflow of the unit was abnormal, according to the rep and doctors. Also, there are clamping issues when using the pump with a shaver. The case was completed successfully by replacing the device with another. This was discovered during an unspecified procedure, with no reported adverse event or patient harm.

Manufacturer narrative:
Additional information: h6. Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was observed that the pump did not have any problems with the inflow and outflow system. No problem found. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed signs of wear in the pump housing close to the latch door. It was observed that the top cover is cracked. The original warranty seal was present and completed. The manufacturing date of the device is 2019-03. No problem found. Complaint is not confirmed.